Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device will not power on. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A supplemental report for failure analysis info: one power pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. Fuse was found open and was replaced. Power pca passed operational check and defibrillator tests. The available information is consistent with a malfunction of the power pca. The cause was an open f6 fuse. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.